Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that the catheter was implanted in 2008 in a pt. Due to structural changed of the catheter material it has been decided to remove the catheter on (B)(6) 2013. No pt injury has ben reported and no prophylactic antibiotic treatment was given.